Event description:
It was reported that prior to the start of da vinci-assisted partial nephrectomy surgical procedure using an xi system, user informed the technical support engineer (tse) that the vision side cart (vsc) was not powering on. The tse instructed the user to check the core and the vsc's breaker and to try moving the power cord to multiple outlets, but the steps did not resolve the issue. The planned procedure was aborted. It was further reported that the procedure was started via traditional laparoscopic surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the power cord had a prong missing. The fse replaced the power cord, flipped all breakers on, and the vision side cart (vsc) powered on without any further issues. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.